Manufacturer narrative:
E1 - initial reporter healthcare facility: (B)(6) reported here as healthcare facility name exceeded character limit for designated field. E1 - initial reporter phone: (B)(6) reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that the catheter had a loss of aspiration and was difficult to remove. A 2.1mm jetstream xc catheter was selected for use in an atherectomy procedure. During the first rotational cutting of the lesion, the sound was normal but almost no effluent was being returned to the waste bag. The device was attempted to be removed; however, it could not exit normally from the guidewire. Angiography was performed which showed no significant change to the lumen of the vessel. The catheter was re-primed and rotation was activated. Again, the flow of liquid to the waste bag was abnormal. After 10 minutes of rotational atherectomy the liquid volume in the waste liquid bag was less than 100 ml. A new jetstream was used to complete the procedure. There were no patient complications as a result of the event.